Manufacturer narrative:
The product was received by our product evaluation laboratory for a full examination. Report of "catheter body was found kinked" was confirmed. As received, catheter body appeared bent/kink at 76 cm from the tip. As received, balloon was found to be ruptured in the central area. Balloon edges did not match at the ruptured region. Both balloon windings were intact. No other visible damage was observed from the catheter. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when opening the package of this fogarty catheter, the catheter body was found kinked. There was no allegation of patient injury. As per product evaluation findings balloon edges did not match at the ruptured region.

Manufacturer narrative:
Added information to section a2, a3, b7, h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process, a 100% balloon inflation inspection is performed.